Event description:
This is a report of a patient who experienced peritonitis. The patient was not hospitalized for the event. The patient was treated with an injection of ceftazidime (1gm, twice daily) and an injection of vancomycin (1gm, weekly). At the time of this report it was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.